Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid base plate, unknown glenosphere, unknown humeral bearing, unknown humeral stem, unknown peripheral screw, unknown central screw. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00827, 0001825034 - 2019 - 00828, 0001825034 - 2019 - 00829, 0001825034 - 2019 - 00831, 0001825034 - 2019 - 00882, 0001825034 - 2019 - 00883.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on unknown date and was revised due to infection. No additional information is available.